Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, and the evaluation is complete. This complaint is an ancillary service event. The difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be a false empty detect and use error of inappropriately programming the initial drain alarm setting. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain alarm 101 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2014 at 06:30:15. No additional information is available.